Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. During treatment on an emergency case, a 2.25x20mm synergy¿ drug eluting stent was deployed in the first diagonal artery. The following day, the patient complained of chest pain. Intervention was performed and confirmed that thrombosis had occurred. Percutaneous coronary intervention was then performed. Thrombus aspiration was performed and the lesion was dilated again. Then, the procedure was completed. No further patient complications were reported and patient's status was good.